Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 300 mg/dl. The customer was treated with change set and take insulin by shot if needed. Customer was in emergency room as a result of high blood glucose. Customer was admitted on the hospital on (B)(6) 2016. Customer's blood glucose at time of admission was 338 mg/dl. Customer cause of hospitalization was pre diabetic ketoacidosis and dehydration. Customer was treated with two bags of fluid. Customer was wearing the pump at time of hospitalization. Customer was advised that we are sending an emergency supplies.